Manufacturer narrative:
The ge service representative conducted an onsite investigation. The lemo connector was tightened. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.